Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received 4 closed samples for analysis. All closed samples contain the needle attached to the thread. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on all closed samples received are 0.45 kgf in average and 0.38 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements: 0.23 kgf in average and 0.11 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Needle attachment strength results conducted on samples before releasing the product were 0.38 kgf in average and 0.36 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that according to the operating room (or) staff, the needle was missing when the suture foil was opened. No additional information was provided.